Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. The superior vena cava was tore during the lead extraction process, and was surgically repaired. The right ventricular lead was suspected to be damaged and the lead was successfully extracted. The patient was awake and hemodynamically stable post procedure.